Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced placement signal issues. The patient was in stable condition.

Event description:
The pump was removed on an unknown date in jan 2026.

Manufacturer narrative:
The explant date was provided therefore d6b was updated. The investigation was completed and the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Placement signal issue: the cause of the placement signal issue was not determined without returned product information and sufficient clinical information, including data log review.